Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialled into the station and noticed that the screen was black. The tss logged off and checked again, with the issue persisting, and then attempted to reboot the device using beyond trust. A blue screen appeared showing a windows update at 30%, after which the device rebooted again. The tss cleared temporary files, applied updates from station configuration, and logged into the application. The issue was resolved successfully. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es aaamsor3es machine software became unresponsive and the device was not usable. The issue impacted clinical operations and required stat servicing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.